Manufacturer narrative:
Medical device lot #: 0241479 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).

Manufacturer narrative:
H.6. Investigation: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ). The reported batch number 0241479 is the batch number for the device and not the kit. The kit batch number is 0209433. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Retention testing and bhr review did not confirm the reported issue. No return sample analysis was performed as product could not be found for investigation. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).